Manufacturer narrative:
A review of the device history records for this device did not reveal any nonconformances to specification or deviations in procedure which might contribute to the reported event. Evaluation of radiographic images showed evidence of bone resorption in the vertebral bodies above and below the implant. We are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a spinal procedure for disc herniation at c6-c7. Two years post op, the patient began complaining about right sided neck pain with irradiation to the right side of the occiput and the right shoulder. The patient's symptoms of pain continue to date, three years post op. Radiographic images show that the implant has collapsed, but remains mobile. The surgeon believes that the patient's symptoms may be due to an unrelated uncarthrosis at c3-c4. A revision surgery is scheduled.